Manufacturer narrative:
A report to the FDA was sent on 11-jan-2021 for the sphincterotome having incorrect cutting wire orientation. On (B)(6) 2021 a cease malfunction reporting notification (cmrn) was summited for the malfunction of incorrect cutting wire orientation for all cook endoscopy sphincterotomes. A serious injury related to incorrect cutting wire orientation has not occurred in over three (3) years. The probability of another serious injury relating to incorrect cutting wire orientation is negligible. It is concluded that the likelihood that incorrect cutting wire orientation to cause or contribute to a serious injury is remote. Malfunction reporting ceased upon submission of the notification on 26-jan-2021. A recurrence of a serious injury will trigger the resumption of reporting for malfunction reports for incorrect cutting wire orientation. Initial reporter occupation: unknown. PMA/510(k) # k172288. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A factor that can contribute to improper cutting wire orientation includes manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to: "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510(k) # k172288. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A factor that can contribute to improper cutting wire orientation includes manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to: "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tomes are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook fusion omni-tome. The wire has been broken during the procedure. This event was not reportable at this time. Additional information received (B)(6) 2020 that the device was rotated by the surgeon, on the handle, to try to make it straight as it was not on the axial the way it should be [incorrect cutting wire orientation and subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.